Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer contacted a remote service engineer (rse) and informed them that they had experienced a backup alarm failed alarm and replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the issue. The customer requested assistance from the rse in reinstalling software options to the device. Following assistance from the rse the customer confirmed that they were able to successfully enable the required software options, confirming a return to full functionality for the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.